Event description:
Info received indicates the CPR function is not working.

Manufacturer narrative:
The tech found the head section would lower using the siderail controls but not CPR. He replaced the CPR valve to repair the bed.